Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted or display ramping anomaly noted during testing. The device had minor scratches on the lcd window and cracked belt clip slot.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 140 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.